Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10882. It was reported guidewire entrapment occurred. The physician was performing a rotational atherectomy of the left popliteal artery. A 2.4mm jetstream xc atherectomy catheter was able to ablate the lesion two to three times. During removal, the device would not retract over the choice pt guidewire and got stuck. The devices were removed and the physician completed the case with balloon angioplasty and implantation of a drug eluting stent. No complications were reported and the patient was fine after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device does not meet the characteristics of the reported choice guidewire. The complaint device related to the reported choice guidewire was not returned. Therefore product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10882. It was reported guidewire entrapment occurred. The physician was performing a rotational atherectomy of the left popliteal artery. A 2.4 mm jetstream xc atherectomy catheter was able to ablate the lesion two to three times. During removal, the device would not retract over the choice pt guidewire and got stuck. The devices were removed and the physician completed the case with balloon angioplasty and implantation of a drug eluting stent. No complications were reported and the patient was fine after the procedure.